Event description:
It was reported that the pump touchscreen was having issues with responsiveness. There was no adverse impact to the customer's blood glucose level. Multiple attempts were made by tandem technical support to gather additional information; however, no response was received.